Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope generates a noise each time the electric knife was used. The event occurred during a therapeutic gastrointestinal laparoscopic procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon neither confirmed nor reproduced. From testing of the device, no image noise occurred. It was confirmed that there was no abnormality. It is recommended that the user facility maintain a pre-use check and periodic check of the device. It is further recommended that the user facility refer to the instructions for use (IFU) operation manual section 4.4 ("using hand instruments"). Olympus will continue to monitor field performance for this device.